Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that during the initial programming session, contact 3 was noted to be open. The open circuit was programmed around. An impedance measurement was performed on (B)(6) 2016 and all impedances were normal. On (B)(6) 2016 an impedance measurement revealed all contacts involving #3 were greater than 40,000 ohms. Another impedance test performed the following day confirmed the results of high impedances. It was also confirmed that they were able to program around the impedance issue; the patient was receiving good therapy and will continue to be monitored. No cause was determined regarding the impedance issue and the following troubleshooting was performed: an impedance history and check that noted impedances were normal following implant but the high impedances were not currently resolved, and questions/interview with the patient that confirmed no falls were related to the issue. It was speculated that there was a loose connection, however, this remains unconfirmed. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.